Manufacturer narrative:
(B)(4). Batch # m55h4n. The analysis results found that the ats45nk device was received with the firing mechanism damaged and with no cartridge loaded in the device. No functional test could be performed due to the condition of the device; however, the device closed and opened properly during testing. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # m55h4n. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an open roux-en-y procedure, the surgeon closed the jaws to close the small intestine and he felt a bit bigger resistance than usual. When he fired the trigger and opened the jaws, he found no staple lines made on the tissue but pins (not bent) were dropped. There was no harm to the patient because stapling was not made. He finished the surgery with another device of the same product code successfully.